Event description:
It was reported by the customer that a pyxis medbank system keyboard was unresponsive, preventing them from entering the patient's name to dispense the medication. The customer reported that the cabinet emits a beep sound upon pressing any key on the keyboard, yet there was no visible change on the screen. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's keyboard failure. A technical support specialist guided the customer log off and then log back on, and restarted the all-in-one device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.